Manufacturer narrative:
The events of capsular contracture, lymphadenopathy, and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, lymphadenopathy, and seroma-late

Event description:
Patient reported "that the left breast has escaped, the breast is hardened, has risen, feels pain and swelling, the breast is 3 times larger than normal, ¿seroma late¿, ¿calcification¿, ¿lymphadenopathy¿, ¿lump/nodule¿, ¿crease / folding of implant¿ and ¿capsular contracture baker grade unknown." Device remains implanted.

Manufacturer narrative:
The events of capsular contracture, lymphadenopathy, and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, lymphadenopathy, and seroma-late

Event description:
Patient reported "that the left breast has escaped, the breast is hardened, has risen, feels pain and swelling, the breast is 3 times larger than normal, ¿seroma late¿, ¿calcification¿, ¿lymphadenopathy¿, ¿lump/nodule¿, ¿crease / folding of implant¿ and ¿capsular contracture baker grade unknown." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Capsular contracture, baker grade IV.